Event description:
The customer stated the unit failed self-test clarifying the device will not recognize paddles or pads. No patient involvement. Factory service identified that the energy select, charge and paddle shock buttons are not functional.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the complaint where confirming that "connect paddles" is displayed. Additionally, they identified that the energy select, charge and paddle shock buttons are not functional. The cause of the complaint and findings is due to the paddle set cable becoming unseated from its connector on the defib circuit board. Once unseated, the "connect paddles" error code is generated and as a software safety feature, all associated defibrillation buttons are disabled. Once the cable was reinstalled, the device performs to specifications. Upon completion of repairs, the device passed release testing and was returned to the customer.